Event description:
Pt received tka utilizing navigation pins. About 6 months post-op, the pt was walking across a parking lot when his leg gave out due to a fracture that had developed in his femur. The pt had a femoral rod inserted to correct the fracture. Dr alleges the navigation pins may have contributed to the fracture.